Manufacturer narrative:
(B)(4). The insulin pump was received with currents in spec. The insulin pump passed rewind test, basic occlusion test, occlusion test, and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No moisture damage electronic or motor assembly.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 263 mg/dl at the time of the incident. There was moisture under the lcd display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.